Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 mg/dl. Cause was not known. Customer removed pump and gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.